Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2408-74, serial#: (B)(4), description: avista MRI perc lead kit, 74 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg and lead sites. Symptoms were drainage and swelling. The physician believed that the infection was not device or procedure related. It was unknown what caused the infection. No device malfunction was suspected. The patient was prescribed antibiotics and underwent an explant procedure. The patient was reportedly doing well postoperatively.